Event description:
A optometrist reported he diagnosed a pt with toxic keratitis and superficial punctate keratitis in the right eye following use of this product. He stated the pt was treated with antibiotic/steroid drops and artificial tears. In an add'l call to the doctor on 12/10/2010, he stated that the event resolved with treatment.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Add'l info requested by mail on 11/30/2010 and by phone on 12/07/2010 and 12/10/2010. Medical records were rec'd on 11/30/2010. (B)(4).